Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging and no packaging was returned to evaluate for sterilization. There are no visual issues. A functional evaluation was performed on the returned device and found it registered settings (1,7). The wand was able to generate plasma as normal. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the heat seals visual integrity procedure found that the seal of the package and the tyvek on both sides must be inspected. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device or inappropriate storage conditions. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during set up, after the first box of the super turbovac was opened, the next package was also open and it was not sterile. There was a smith and nephew back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).